Event description:
User experienced issue with low control recovery for ckmb when switching to a new lot of ckmb reagent. Patient samples were used to perform correlation studies between the old lot run on a different analyzer (hitachi e170) at customer site and new lot of reagent run on the elecsys 2010 analyzer. The old lot was not provided. The new lot is 155149. The following discrepant patient results were received when running the correlation studies: samples were tested with the new lot on (B) (6) 2009: sample 1, old lot gave 3.2; new lot gave 2.3 ng per ml. Sample 2, old lot gave 2.11; new lot gave 3.0 ng per ml. Samples were run for troubleshooting purposes only, and results were not reported. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized.